Event description:
The pump was sent in for service with the report of an 810:04 failure code. Information was not provided regarding whether or not the device was in use when the reported failure occurred. Despite baxter service department attempts, information was not available regarding patient status, medical intervention, patient injury, age of patient, set up of the pump, or the medication involved. No additional contact information was provided.